Event description:
It was reported that customer was unable to insert cartridge into pump and repeatedly experienced cartridge change error despite attempts with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor confirmed pump powered on, charged, and connected to computer but still showed cartridge change error with different cartridges, so replacement pump was arranged and original device return was planned for further inspection.